Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Atient reported "palpation finding", "an irregular edge indicating a reaction around the implant. Signs of leakage", "a superficial thickening is also palpable and is tender", "marked fibrosis", "the palpation area medially, free silicone is seen located in front of the implant", "fluid collection and possibly silicone", "internal rupture", "leakage" and "free silicone located medially". This record is for the right side. Device remains implanted.